Manufacturer narrative:
A customer in the united states reported a false susceptible ampicillin/sulbactam result (mic=8) when they tested an escherichia coli api survey strain using vitek® 2ast-gn69 lot 5890743403. The expected result was resistant. Multiple requests for strain submittal from the customer have been unsuccessful. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. Vitek 2 ast-gn69 lot # 5890743403 met final qc release criteria. This lot passed qc performance testing.

Event description:
A customer in the united states notified biomérieux of false susceptible results for an escherichia coli survey strain when testing with the vitek® 2 ast-gn69 test kit. The customer obtained a susceptible result (mic=8) for ampicillin/sulbactam. The expected result for this survey strain is intermediate or resistant. The customer retested the strain and obtained mic=16 (intermediate), which is acceptable for this survey. As there is no patient associated with this quality control strain, there is no adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.